Event description:
Phlebotomist doing a blood draw using a bd butterfly vacutainer safety-lok blood collection set. The device would not draw the blood. When the phlebotomist examined the device she noticed two small cuts in the tubing. Phlebotomist opened another bd butterfly vacutainer safety-lok blood collection set, and completed the blood draw without further incident.====================== health professional's impression======================unknown====================== manufacturer response for blood collection set, bd butterfly vacutainer safety-lok blood collection set======================unknown